Manufacturer narrative:
Manufacturer's investigation conclusion: suspected thrombus was unable to be confirmed as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no images were submitted for review. A specific cause for the elevated lactate dehydrogenase (ldh) could not be determined, and a direct correlation between (B)(6) and the reported event could not be conclusively established through this evaluation. The patient had a sharp increase in lactate dehydrogenase, and possible pump thrombus was suspected. The submitted log file was reviewed and found that the pump operated at the set speed without issue. Slight power/estimated flow elevations were captured on 31mar2023; however, a specific cause for these power changes could not be conclusively determined through this evaluation. The system appeared to be operating as intended, and there were no notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was sharp increase in lactate dehydrogenase (ldh), suspecting possible pump thrombus. The log review noted a single unsustained power/flow elevation on (B)(6) 2023. Following this, pump power and flow appeared to trend down.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient had not been anticoagulated due to history of severe gastrointestinal (gi) bleeding. Definity echo which showed definity retention in left ventricle for 5 minutes. The patient also had brown colored urine. The patient was started on heparin drops and transitioned to warfarin, anticoagulant. Then the patient had warfarin discontinued secondary to a drop in hemoglobin and hematocrit (h&h) and positive stool occult. The thrombus was not ruled out. Gi bleed was identified on (B)(6) 2023. Stool occult blood was positive with a decreasing hemoglobin and hematocrit (h&h) and history of gi bleed while on anticoagulation. The patient was treated with transfusions and discontinuation of anticoagulation therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: suspected thrombus was unable to be confirmed as the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no images were submitted for review. A specific cause for the elevated lactate dehydrogenase (ldh) could not be determined, and a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. It was reported that the patient had a sharp increase in ldh on (B)(6) 2023, and possible pump thrombus was suspected. The patient continued to have suspected pump thrombus on (B)(6) 2023 with increased ldh and brown colored urine. It was noted that the patient has not been anticoagulated due to history of severe gastrointestinal (gi) bleeding. Echocardiogram showed retention in the left ventricle for 5 minutes. The patient was started on anticoagulant medication drip then transitioned to a different anticoagulant medication. The patient¿s anticoagulation was ultimately discontinued again on (B)(6) 2023 due to decrease in hemoglobin and hematocrit with positive stool occult blood. The patient also received blood transfusions. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Slight power/estimated flow elevations were captured on (B)(6) 2023; however, a specific cause for these power changes could not be conclusively determined through this evaluation. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis, bleeding (perioperative or late), and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, including when there is a risk for bleeding. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.